Event description:
The customer reported the 9600 system displayed filament regulator and charger error code messages. No patient injury was reported.

Manufacturer narrative:
The manufacturer representative performed an onsite investigation. The representative replaced the battery pack. The system was tested and operated as intended.